Event description:
It was reported that during sterilization, the handpiece screw broke off in. No patient was involved. No other complications were reported.

Manufacturer narrative:
The navio handpiece thumbscrew, part pfsr100026 intended for use in treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a contributing factor could be over tightening with excessive force by the user. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.